Manufacturer narrative:
Pump exchange was previously reported in MFR 2916596 -2018 -02797.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during the evaluation of heartmate ii lvas, serial number: (B)(6), and a direct cause for the patient¿s infection could not be conclusively determined. The pump was returned assembled with the driveline cut approximately 5 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned detached from the pump. Approximately 6 inches of the sealed outflow graft and outflow graft bend relief were returned detached from the pump. The outlet elbow was returned attached to the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU is currently available. Driveline infection and pump pocket infection are listed as adverse events that may be associated with the use of heartmate ii lvas. The IFU contains information on controlling infection in the patient care and management section. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a hmii pump exchanged to heartmate3, due to infection. On (B)(6) 2018, the infection was observed. The bacterial infection was suspected at drive line and pump pocket. Serratia was confirmed. The treatment was IV antibiotics. Then, due to the infection, the pump was explanted on (B)(6) 2019, and hm3 was implanted. No further or additional information was provided.